Event description:
It was reported via repair work order that the retractable head section could not be locked in place due to a stuck locking pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.